Manufacturer narrative:
The patient's weight has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented in clinic with heart failure exacerbation and increased lactate dehydrogenase (ldh) to 698. The pump power was as high as 7.4 watts with flow up to 8.8 lpm. The log file review found no unusual events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events of elevated lactate dehydrogenase (ldh) and heart failure exacerbation cannot be conclusively determined through this investigation. The submitted log file contained data spanning from (B)(6) 2021 to (B)(6) 2021. Minor, intermittent elevations in pump power and estimated flow were captured throughout the log file. No notable alarms were captured. Pump speed remained above the low speed limit throughout the file, and the system appeared to function as intended. The account communicated that the patient contracted covid-19 a few months ago. The patient was seen in the clinic with heart failure exacerbation, increased ldh, and power elevations. Additional information regarding the event was requested from the account; however, none has been provided at this time. The patient remains ongoing on (B)(6), and no further events have been reported at this time. The heartmate ii left ventricular assist system instructions for use lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of this document outlines pump speed, power, flow, and pulsatility index (pi). This section explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 24jun2013. No further information was provided. The manufacturer is closing the file on this event.